Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reporter after skeletonizing the cystic dust and cystic artery, the surgeon clipped the cystic artery and cut it. Then she noticed the artery was bleeding due to the clip not completly closing all the way. She tried clipping the cystic artery again and the clips did not form correctly again. They opened another er320 to finish the case. There was no consequence to the pt.